Manufacturer narrative:
Zoll has not yet evaluated the console in complaint. A supplemental report will be filed if and when the product has been evaluated/investigated. Customer site visit.

Event description:
It was reported that during a device pre-test the thermogard xp ivtm system (s/n (B)(4) displayed a tcm ID 02 (cooling engine error) message. The system had been in storage for a long period of time (length of time unknown) prior to this event. There was no patient involved. No additional information provided.